Event description:
Reviewed surgeons database report, reviewed pts x-rays which showed the periprosthetic fracture of the proximal femur. In addition, I observed the nail had been inserted using a retrograde approach with the distal end of the original im nail resting in a high stress area of the proximal femur. I further noted that the nail and interlocking screws were not broken. It was note by the surgeon and confirmed on the x-rays that a screw on the proximal end of the tibial nail was broken. The surgeon states that he did an exchange nail with the revised nail using an antegrade approach. No action to correct the broken tibial screw was noted by the surgeon.